Event description:
During baxter's evaluation of this device for a separate symptom, it was discovered that this spectrum pump failed an occlusion test.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. The unit failed the upstream occlusion test at 40ml/hr (did not alarm in less than 7 minutes) upon incoming inspection. The unit was retested during the evaluation process and had passing results. Per the current service process, the unit will be re-calibrated to ensure continued accurate detection of upstream occlusions.